Event description:
The disposable loading unit was used with disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. The staple line was incomplete. The surgeon removed the unformed staples and completed the procedure with another device. No pt injury was reported.